Event description:
It was reported that pt was under palliative care. Iab was inserted femorally in 2005 in cath lab. Pt was transferred to ICU in stable condition. Upon turning pt four days later, helium loss alarms were noted and "flecks of blood" seen in helium tubing. The iabp was turned off, the physician contacted, and iab removed. As the pt was palliative, it was the wish of the family that nothing further was done. The pt expired shortly thereafter.